Manufacturer narrative:
Concomitant medical products and therapy dates: the patient's medications include: clopidogrel, alopurinol, amlodipin, atorvastatin, olmesartan, lormetazepam.

Event description:
On (B)(6) 2014, follow-up imaging identified a type ii endoleak and during final angiography the lumbar arteries were suspected to be the leak origin. On (B)(6) 2016, due to the persistent sac expansion, a second angiography was performed which demonstrated the same leak identified during the first follow-up CT after the embolization. A type ii endoleak originating from the inferior mesenteric artery was observed and subsequently embolized.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up cta identified a maximum diameter of the aortic aneurysm/lesion of 56 mm. On (B)(6) 2015, the following treatment was performed: embolization of the lumbar branches and intrasac thrombin due to type ii endoleak (sac enlargement up to 65 mm). On (B)(6) 2015, follow-up cta identified a maximum diameter of the aortic aneurysm/lesion of 63 mm. On (B)(6) 2015, follow-up cta identified a maximum diameter of the aortic aneurysm/lesion of 66 mm. On (B)(6) 2016, follow-up cta identified a maximum diameter of the aortic aneurysm/lesion of 67 mm. On (B)(6) 2016, follow-up cta identified a maximum diameter of the aortic aneurysm/lesion of 68 mm. On (B)(6) 2016, the inferior mesenteric artery was embolized due to a type ii endoleak with sac enlargement.